Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this dual coil implantable defibrillation, implanted with another manufacturer's device, exhibited a gradual rise in shock impedance measurements including a high out of range measurement. No adverse patient effects were reported.